Event description:
The pt had an infection in her av fistula, which was excised. Blood cultures subsequently revealed both (B)(6). This sys was then explanted on (B)(6) 2011 because there is a "strong suspicion of persistent infection."